Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges blood clots on lungs and difficulty breathing/shortness of breath. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges blood clots on lungs and difficulty breathing/shortness of breath. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.